Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Per device inspection thread-like material was exposed from the curved rubber adhesive section. Based on the results of the investigation, it is likely that the foreign matter is a thread inside the bend. It is also possible that the foreign matter could not be removed even after proper reprocessing due to physical scratches on the device. However, the root cause of reported issue could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was a thread-like object exposed from the distal end of the rhino-laryngo videoscope. The issue was observed during inspection for use. There were no reports of patient involvement.